Event description:
The customer reported that the filament of the abbott diabetes care (adc) device remained in the arm/skin that led to an infection. The customer reported that that they self-treated by removing the sensor from their skin themselves and no third party or healthcare provider treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.